Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip blew at 16,941 joules. Also, it was reported that the fiber tip was not retrieved. No pt injury was reported. The device was not returned for eval.